Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and no issues were observed relating to leakage or insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes leakage and insufficient blood flow. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that there was failure of product to contain blood/ insufficient blood flow though device when used in combination with plastic or glass citrate or ctad tube. The following information was provided by the initial reporter: leaked rubber sleeve, blood came to inside holder and tubes didn't fill well. Quantity involved 10.